Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the distal section of the stent were lifted and squashed. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22dec2020. It was reported that the tip damage occurred. The target lesion was located in the proximal left anterior descending artery. A 3.50 x 28 synergy ii drug-eluting stent was selected for use. However, the tip of the stent delivery system was noted to be damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. However, returned device analysis revealed stent damage.